Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that family called in a service to have lower rails added to her dad ucxt frame because he fell out of bed on saturday evening. Her sister woke up in the middle of the night to find their dad on the floor next to the bed. Family called the paramedics to pick him up and put him back on the dolphin system. She had placed chairs next to the frame to keep him from falling out again. She said he did not need any medical attention and he was not injured. I created stat service order (B)(4) to have the lower rails placed right away. Complaint #(B)(4) was entered into our system.